Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report # 3005099803-2008-06600. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, advancement difficulties were encountered. The location of the lesion is unk. An unspecified esophago-gastro dilatation (egd) endoscope was placed and a stricture was noted in an unspecified location. Two cre 15 mm x 18 mm balloon dilatation catheters were advanced for dilatation and each were inflated an unspecified number of times to unk atms. The endoscope was repositioned at which time x-rays were performed which revealed "pneumatosis, retro-peritoneal air, likely free intra-peritoneal air, and a possible bowel perforation". It was not known if any intervention was attempted for treatment of these findings. The following day x-rays were again performed which noted a mild decrease in the amount of free air. It was reported that the pt is doing "well". No further info was available.